Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated creatinine results generated on the architect c16000 analyzer on multiple patients. Example results provided: initial result / repeat result, sample 1: 238.8 / 53, sample 3: 287.7 / 73.2, sample 4: 179.2 / 82.55, sample 5: 248.4 / 71.2, (no uom provided). No impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the technical service specialist (tss) the analyzer was inspected, and a clogged wash cup manifold was observed. The tss resolved the issue by cleaning the wash cup manifold and accompanying mixer blade. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the troubleshooting performed by the tss. The architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for erratic results, including, but not limited to the troubleshooting performed by service. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiencies were identified.